Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on their insulin pump. It was reported that the customer's blood glucose was 360 mg/dl. It was reported that the customer was advised to monitor the device and call back if issues continued and blood glucose levels continued to rise.